Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient said the recharger app is not working. Patient said they usually charge every 2 weeks and it usually charges in 20 minutes or so but it doesn't seem to be working for the last 4 weeks. Patient was recharging for 25 minutes and didn't hear the beep. Patient saw the recharger not found screen on the recharger app. Reviewed how to reset the recharger. After resetting the recharger the patient was able to connect to the recharger. Ins was at 90% and charged to 100 during the call. Patient said they have been going to the bathroom every 45 mins. Patient's therapy was off. Patient will charge communicator and call back for assistance turning stim back on. Patient called in for assistance turning stim on. Patient connected w/ the ins and saw a por message. Patient cleared the por message and was able to turn stim on adjust to a comfortable level.